Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, g3, g6, h2, h3,h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event site contact person details: (B)(4). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) evaluated that the batteries needs to be replaced however repairs are not yet completed as the customer has not provided the po. Additional information was requested from the fse with regard to the repair and status of the iabp and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device evaluated however repair is not requested by the customer.